Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; bending tube is deformed; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; grip has a scratch; right left plate has a scratch; switch1 has a scratch; light guide connector has a scratch; light guide cover glass has a scratch; video connector case has a crack; video connector case has a scratch; video connector has a scratch; bending tube is deformed; label on video connector is peeled; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive around objective lens is peeled; due to damage on charging coupled device unit, the image has white dots; control unit has a scratch; label on video connector is peeled; the curved pipe is deformed due to external factors; the bending angle is insufficient due to the elongation of the angle wire; there are curved rubber scratches caused by external factors; the curved rubber adhesive part is missing; the adhesive part of the objective lens has come off due to handling; scratches are found on the grip due to external factors; scratches are found on the right/left plate due to external factors. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed a b30 scope communication error message. The issue occurred when preparing the scope for use in a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error could not be determined, however, it is likely that the issue was the result of a damaged or disconnected charged-coupled device, a faulty component on the circuit board, external factors and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment inspection of endoscopic images ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.